Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the amsco 7053hp washer/disinfector and found no issues with the function or operation and the device was confirmed to be operating to specification. No service activity was required, and the unit was returned to service. User facility personnel could not confirm which cart the employee was operating at the time of the reported event. Without the confirmation of the cart, an evaluation could not be performed. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury while operating a cart to their amsco 7053hp washer/disinfector. The employee sought medical treatment however, it is unknown the treatment that may have been administered.